Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Right ventricular (rv) lead pacing impedance low at 247 ohms on (B)(6) 2016. Rv tip to coil impedance in the 190-247 ohm range over entire record. Rv tip to rv coil lead impedance warning on (B)(6) 2016. Rv defibrillator impedance consistent at 26-27 ohms throughout entire record. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for measured low impedance on the pace/sense and rv defib coil. One measurement of high pacing impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.